Event description:
The patient's mother called an rn to the room stating that "line broken" at around 2:45am.the rn ran to the room and found the single lumen central line broken above connector on the huber needle (needle tubing was snapped just below the luer lock portion). Blood was slowly trickling from the line, and also noted blood on the sheets and on the patient. The exact time the line broke is unknown to the mother and rn. The mother woke up and discovered the broken connection. Central line was deaccessed immediately. The rn was unable to flush the port prior to deaccess. The rn offered to reaccess the port immediately, but the mother requested emla cream and applied cream at 0300 and waited. Approximately 20 minutes later reaccessed the port, but unable to flush. Tried a 2nd time, but unable to flush. Md notified at this time. Tpa ordered at 0440, but unsuccessful administration due to the port not flushing. Got 1st tpa in at 0510 with resistance. At 0540 attempt to draw back tpa and was unsuccessful. 2nd tpa placed at 0545. Another md notified at this time. At 0610 attempted to draw back 2nd tpa unsuccessfully. Rn attempted to flush port and noted leaking on the dressing. The port was deaccessed and a 3rd md notified at this time. Surgeon consulted. Patient had to have central line explanted and a new one implanted due to clotted port. Clinical engineer performed a visually inspection of the huber needle tubing (set, IV) and noted that tubing broke apart just below the luer lock portion of the device at the distal end. We have had similar problems with this device, but usually the tubing slips out of the luer lock portion (comes unglued). In this instance, the tubing snapped apart, but did not come unglued from the luer lock portion.